Event description:
Reportedly, during scheduled follow up on (B)(6) 2012, the device could not be interrogated; in addition, no magnet response was observed. Therefore the device was replaced. This device was listed in the field safety notice issued in october 2005 on symphony / rhapsody related to metal migration (group no. 1). This was recorded under recall number z-0266-06 and recall number z-0267-06 in the united states.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.